Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error customer's blood glucose at time of incident was 160 mg/dl. Customer stated the alarm was cleared with esc/act. The customer was assisted in performing a self-test and test passed. The customer was advised to monitor pump.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to motherboard. Unable to perform functional test due to blank display anomaly. Unable to verify external flash error due to blank display anomaly. No constant tone noted. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.